Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The user alleged the insulin pump was under delivering. The customer blood glucose level was 337 mg/dl at the time of incident and the current blood glucose level was unknown. Customer stated that blood glucose value was fluctuating from 30 mg/dl to 368 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer was assisted with troubleshooting. The customer was treated not treated for high or low blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not used auto mode. Customer reports they did contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. The customer stated that they performed displacement test and high pressure test and test was passed. Customer stated insulin exited at the quick release. The insulin pump as well as reservoir will not be returned for analysis.